Event description:
It was reported at the last two refills, there was a volume discrepancy over 25%. The estimated reservoir volume was 2 ml and the actual reservoir volume was 18 ml. The patient initially presented with no symptoms, but following the second refill with a discrepancy, the patient experienced an increase in pain and spasticity. The drug in the pump was lioresal. No alarms were noted on the telemetry strips. Additionally, the patient's spouse reported the pump was replaced, but was unsure why it was removed, just that it was sent back to the manufacturer for analysis. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.